Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence and the cuff was not closing completely due to fluid loss. The aus was explanted and replaced with a smaller size cuff. There were no additional patient complications reported.